Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump passed with all operating currents within specifications. The device passed the self-test, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no black display and no blank display. There was no moisture damage inside the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 404 mg/dl. Troubleshooting for blank display was performed. Customer advised during a bolus attempt the display screen went blank. Customer allowed the insulin pump to rest and replaced the battery but the issue remained unresolved. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.